Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation results are pending.

Event description:
The customer reports that during 12 hours of use, the catheter was found leaking.the device was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned a cvc set 3-lumen 7fr x 30cm catheter. A visual exam was performed and it was observed that the catheter's body was cut off approximately 17.78cm from the juncture hub. A visual inspection of the catheter revealed a hole on the catheter's body. Under microscopic examination, the hole resembled a catheter skive hole (lumen exit). The hole was located on the catheter's body approximately 10.2cm from the distal end of the juncture hub. However, per specs within the product drawing, the first skive hole should be located approximately 26.7 +/- 1.4cm (25.3cm - 28.1cm) away from the end of the juncture hub. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed in the distal or proximal lumens. A leak was observed in the medial lumen as the water pressure was increased from zero. The leak occurred in the catheter body at a location 10.2cm from the juncture hub, which is the same location the additional skive hole was observed. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The IFU instructs the end user to prepare the catheter for insertion by flushing each lumen. (Con't) other remarks: the reported complaint of a catheter leak was confirmed through functional and visual inspection of the catheter. The catheter leaked from the medial lumen during a leak test. Visual examination of the location of the leak revealed a hole that resembles a manufactured catheter skive hole. The hole was located approximately 10.2cm from the end of the juncture hub. However, per specifications within product drawing, the first skive hole should be located approximately 26.7 +/- 1.4 cm (25.3 cm- 28.1 cm) away from the end of the juncture hub. A DHR was performed and no relevant findings were identified. Based upon the shape of the hole and the observed location of the hole when compared to the product drawing specifications, it was determined that the probable cause of the catheter leak is manufacturing related. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
The customer reports that during 12 hours of use, the catheter was found leaking. The device was replaced without issue.